Event description:
Ventricular lead of pacemaker. Suddenly dropped impedence indicative of pending failure. 10/10/97 541 ohms bipolar, 6/9/98 526 ohms bipolar, 1/26/99 246 ohms bipolar, 409 ohms unipolar, 3/9/99 237 ohms bipolar, 415 ohms unipolar. Patient 100% ventricular pacer dependent, therefore referred to surgeon for replacement, before lead fails.